Event description:
Patient undergoing left heart catheterization. When removing 4fr micro sheath, md noticed part of the sheath was missing. Md did not aggressively pull on sheath. He checked under fluoro and did not see the missing piece. He inserted a 6fr guide, interventional wire and balloon in an attempt to blindly snare the missing piece but was unsuccessful. Prior to pulling sheath, aspirated approx. 20 ml blood and sheath pulled without pressure until removed from patient then immediate manual pressure for 15 mins to ensure successful hemostasis. Site remained soft, not hematoma and dry occlusive dressing applied. 6fr sheath was flushed to see if broken piece of 4fr sheath was present. No evidence of broken 4 fr sheath. Md and patient updated after sheath pull. Patient denied any complaints, remains hemodynamically stable.